Manufacturer narrative:
(B)(4). Device evaluation: no cartridge was returned; a retained sample from the same lot was evaluated by product analysis on (B)(4) 2011 with the following findings: the cartridge passed visual inspection, no damage or defects were noted to the luer connection or o-rings. A fill test was completed with no air bubbles being formed inside the cartridge. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. No cartridge defects were found.

Event description:
A family member reported that there was air in the cartridge.

Manufacturer narrative:
(B)(6). The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.